Manufacturer narrative:
Device passed the displacement test, active current test, sleep current test and self test. Blank display not confirmed. The test battery was removed from the battery compartment and reinserted after 60 seconds, less than 10 minutes, and more than 10 minutes. Device powered up properly after insertion of the battery. Performed a safe shut down of the device and then powered the device back on. No unexpected pump error 23, pump error 49, or pump error 68 alarms were noted. Pump error 63 confirmed in device history with variable and isolated to the electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had blank display and multiple insulin pump error alarms. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer performed self-test and it was pass. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the contacts on the battery cap are neither missing nor damaged. Customer stated after changing the battery insulin pump was not working. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.